Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker inhibited pacing due to over-sensing of noise while in unipolar sensing following a lead safety switch (lss) on the right ventricular (rv) lead. The episodes were labeled as non-sustained ventricular tachycardia (nsvt) in the logbook, and five seconds of asystole was documented in the episode. No patient symptoms were reported. Lead troubleshooting recommendations were provided by technical services. The patient will be closely monitored via the latitude remote patient monitoring system pending a rv lead replacement. Of note, the lead is a non-boston scientific product.